Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, approximately two months post implant, high threshold values were observed. The physician elected to surgically intervene at which time a non functional helix was confirmed and the lead removed. No further adverse patient effects were reported and the explanted lead is expected to be returned for laboratory analysis.